Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Summary: two photos were received for analysis. Upon visual inspection of the pictures, one opened foil packet, three used needle-suture pieces and only one of them appears to be distorted of product code (B)(4), lot qabbkxr0 could be observed.. However, no conclusion could be reach as the sample was not returned for analysis. To date the device has not been returned. Device follow-up deferred due to quarantine restrictions. If the device or further details are received at the later date a supplemental medwatch will be sent. Events submitted via 2210968-2020-03136, 2210968-2020-03137, 2210968-2020-03138 and 2210968-2020-03139.

Event description:
It was reported that a cat underwent an animal ovariectomy surgery in 2020 and the suture was used. During the ovarian pedicle ligatures, during the tightening of the node, the suture broke over the entire length without an excessive strain. The node of the ligation is intact.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/17/2020.